Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image shows a force bipolar instrument with a dislodged grip tang.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument had sharpness discovered in the joint area during the inspection, so the item was not used and service was contacted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and confirmed that the product was returned to isi for evaluation.